Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. The lot number provided could not be verified; therefore further investigation cannot be performed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
It is reported that during a procedure, while inserting a 3.5mm locking screw, the surgeon needed extra force to turn the handle. Surgeon used pliers to turn the quick coupling screwdriver handle. When the pliers were squeezed, the screwdriver handle broke into several pieces onto the blue sterile sheets. The quick coupling screwdriver handle was disengaged from the t15 screwdriver shaft, and a new quick coupling handle was used to finish the procedure. The broken pieces were covered with a sterile towel and the procedure continued without incident. There was no adverse effect to the patient. The surgery was delayed for 1 minute due to the event.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the device was evaluated by manufcaturing and the report states that pieces of the handle are broken off below the holding pin of the handle. Device is in a very used overall condition. The lot number 2060 was not found in our system. The last documented lot number is 2175 and was manufactured in february 1998. This indicates that this instrument is much older than 15 years. Therefore the manufacturing documents are not available anymore. However, based on the age and the used condition a manufacturing fault can basically be excluded. In addition in the complaint description is mentioned that a pliers was used to apply more force than usual onto this device. This let us assume that a mechanical overload in combination with wear and tear over the years caused the breakage of this handle.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by product development engineer. The report states that the (small) handle with quick coupling is primarily used in concert with a t-8 stardrive screwdriver shaft and/or a countersink for 2.7mm cortex screws. This handle is discussed in several technique guides (ex. J-1243a and j-12440a) there are generally two (2) of these items in each graphics case. The device involved in this complaint is quite old as the lot number 2060 was not found in our system. The last documented lot number is 2175 and was manufactured in february 1998. This indicates that this particular instrument is more than 15 years old, has been used multiple times, and has been through several sterilization cycles. Additionally, the complaint clearly states that pliers were used to apply more force than usual onto this device. For performance and durability, the handle material was changed per dco (B)(4) from phenolic le to radel (B)(4). This device was manufactured with the older phenolic material. Mechanical overload in combination with wear and tear over the years caused the breakage of this handle and manufacturing has reacted accordingly to change the material. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is over 15 years old and has outlived its useful life and therefore this complaint is invalid from a design perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).